Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd solis vip pump failed occlusion testing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.